Event description:
The event is reported as: during laparoscopic appendectomy, after applying first clip with difficulty, second clip couldn't be applied. Instrument is very frequently used and due to numerous applications and re-sterilizations, jaws became loose. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.